Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Device evaluation: analysis of the ins found ¿no evidence of internal shorting or other cell anomalies.¿ it was stated there was ¿no failure mechanism¿ identified through the analysis. It was noted ¿the functionality of the device could not be tested due to the device reaching eos (end of service) and the battery voltage below 2.1 volts.¿ it was reported the ¿initial review was taken after the ins was cut open and the circuit was connected to a power supply.¿ it was stated a physician programmer ¿would not enter a session until the battery voltage diagnostic was cleared.¿ it was reported the ins had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion and the implantable neurostimulator (ins) was explanted and replaced. It was stated there were no patient symptoms and the patient status at the time of report was alive with no injury. It was noted therapy impedance was 50 ohms. Additional information received reported the patient had no stimulation. It was noted troubleshooting and reprogramming were not performed. It was stated after replacement the impedance was 100 ohms. It was noted the patient received effective therapy.